Event description:
The cardiologist wanted to remove a 29 year old 9f ventricle lead with passive fixation. After dressing the lead, the liberator she entered the vessel successfully with the 11.5 byrd dilator. There was a lot of fibrosis and she proceeded with an 11 f shortie and passed the subclavia with success. The next step was the use of the 11 f evolution. After a certain point, she broke the lead. She tried to catch the distal part with the 11f byrd dilator without success. Suddenly, the pt had hemodynamic instability with a collapse. Reanimation started immediately. After 45 minutes they stopped reanimation, and the pt died. At that moment there was no specific reason to give why this hemodynamic instability happened. It was not possible to save the products during and after the reanimation and in my opinion, this event is not related to our product's death.

Manufacturer narrative:
Requested copy of autopsy report, for further eval. Product not being returned for eval. Product was disposed.